Event description:
Rptr discovered sharp metal fragment in their medicine. Pharmacy discovered there baker cell machine is placing metal in medicine. Rptr rec'd a prescription of prevacid. When rptr took their regular medicines they began to choke. There was a piece of metal in rptr's mouth and they received a cut.